Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: product typ lead. (B)(4).

Event description:
It was reported that the patient experienced a re-occurrence of gastroporesis symptoms: abdominal pain, nausea and vomiting. Electronic analysis of the implantable neurostimulator (ins) was done on (B)(6) 2011. The neurostimulator was not functioning. It was determined that the battery was dead. The physician reported normal battery depletion. A replacement was scheduled for (B)(6) 2012. The event required hospitalization. The patient recovered without sequelae but continued to have episodes of nausea and vomiting.